Manufacturer narrative:
Device has been received and eval is in process. No conclusions can be made at this time. MFR date cannot be determined without a lot number.

Event description:
In (B) (6) 2008, pt was implanted with prodisc-c at c5-c6. The pt began to suffer increasing levels of pain in her arm and the pdc was removed on (B) (6) 2010.